Event description:
Customer reported that she had high blood glucose of 430 mg/dl and her insulin pump is not working correctly. Customer stated that she delivered a bolus for lunch and also for dinner, but the boluses were not recorded in the bolus history. Customer stated that she spoke with her md and she is changing her infusion set and reservoir and she will call tomorrow if the problem continues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.